Event description:
Received info stating customer had been sick the past few days, with blood glucose lever (bg) between 200-300. This morning, customer awoke with bg at 454 and large ketones. The customer bolused and received an occlusion alarm. During troubleshooting with tandem technical support, customer noticed that the insulin was 'goopy' when tubing was removed. Reportedly, cartridge had been in use for 2 days.

Manufacturer narrative:
Technical support recommended that customer change out all supplies. Customer was satisfied with the resolution. No product returning for eval. Should new info become available, a follow up report will be submitted. The tandem t:slim pump user guide indicates that humalog insulin was tested for up to 48 hours.